Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the gas would not fill the syringe. Additional information was received indicating a company representative found that the o-ring was missing from the auto gas pack.

Manufacturer narrative:
The company service representative examined the system but was unable to replicate the reported event. The pneumatics module was replaced as a preventative measure. Unrelated to the reported event, the dvd-rw drive was replaced. The system was then tested and met all product specifications. The company service representative received information that the issue was due to the o-ring missing from the auto gas fill pak. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The auto gas fill pak was not returned for evaluation; therefore, the condition of the product could not be verified. Visual inspection or functional testing could not be conducted in order to ascertain the failure mode for the consumable device. The finished goods lot number was not provided, the device history record (DHR) and lot number history could not be reviewed. The root cause cannot be determined conclusively. The system was found to meet specifications. The manufacturer internal reference number is: (B)(4).